Event description:
It was reported that during an evaluation of a returned homechoice (hc) machine, there was one increased intra-peritoneal volume (iipv) event identified which occurred in the therapy initiated on (B)(6) 2013 23:01:42 during the night drain cycle three. The home patient's (hp) ultrafiltration reading of 1589ml indicated that the hp drained 1589ml more than their maximum programmed fill volume of 2500ml. No additional information is available.

Manufacturer narrative:
(B)(4). The device was evaluated and the reported issue was confirmed through the review of the logs. The cause was determined to be one or more cycles advancing to the next fill when slow / no flow occurred above the minimum drain volume threshold. If additional relevant information becomes available, a follow up medwatch will be submitted.